Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an irregularity on the dilator was confirmed but the cause is unknown. A photograph of the implicated blue dualator dilator was provided for evaluation. A section of the dilator was circled on the photograph near the second dilation taper. It appeared that there was potentially an irregularity on the dilator in this location. The characteristics of the irregularity could not be clearly seen in the photograph due to residual material, the photograph angle, and the resolution of the photograph. Although the complaint was confirmed, the submitted photograph did not contain enough information to identify a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that there are unknown plastic glands and ruptures on the dilator. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that there are unknown plastic glands and ruptures on the dilator. No other information was provided.